Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed because it did not meet the physician's expectations in regard to longevity. The ICD was received at cpi for analysis in october 1999.